Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  There is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The culture resulted positive for a gastrointestinal bacterium (organism unknown), which suggests that the organism was translocated from a bowel source, namely the large colon. The pdrn stated that the hernia was suspected as causing the translocation of that bacterium causing the peritonitis. Transmural bacterial migration has been implicated as another cause of pd-related peritonitis in patients. There is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of umbilical hernia with surgical repair. However, there is no documentation in the complaint file to show a causal relationship between the hernia and utilization of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the hernia event. Patients on pd are at risk of developing hernia due to increased stress on the abdominal muscles from the dialysate and the opening in the muscle created by the pd catheter placement. Although it is unknown if pd therapy itself contributed to the hernia, there is no allegation of a device malfunction or deficiency or other fresenius product(s) causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the peritonitis and hernia.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient reported that she was hospitalized for peritonitis and other issues. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2022 for worsening abdominal pain (date of onset unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient was additionally found to have an umbilical hernia. The pd effluent culture resulted positive for a gastrointestinal (gi) bacterium (unknown organism). The pdrn stated the hospital suspects the hernia is somehow the cause of the peritonitis event and the bacteria was translocated from the large colon. The patient¿s pd catheter was removed during the hospitalization, and she was temporarily transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022 and expected to start in-center hd on (B)(6) 2022. The patient will undergo a hernia repair surgery once the peritonitis infection has resolved. There was no information related to the antibiotic therapy prescribed for the patient. The cause of the hernia is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 12/may/2022 this female peritoneal dialysis (pd) patient reported that she was hospitalized for peritonitis and other issues. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the hospital on (B)(6) /2022 for worsening abdominal pain (date of onset unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient was additionally found to have an umbilical hernia. The pd effluent culture resulted positive for a gastrointestinal (gi) bacterium (unknown organism). The pdrn stated the hospital suspects the hernia is somehow the cause of the peritonitis event and the bacteria was translocated from the large colon. The patient¿s pd catheter was removed during the hospitalization, and she was temporarily transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022 and expected to start in-center hd on 14/may/2022. The patient will undergo a hernia repair surgery once the peritonitis infection has resolved. There was no information related to the antibiotic therapy prescribed for the patient. The cause of the hernia is unknown.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as received simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 12/may/2022, this female peritoneal dialysis (pd) patient reported that she was hospitalized for peritonitis and other issues. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2022 for worsening abdominal pain (date of onset unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient was additionally found to have an umbilical hernia. The pd effluent culture resulted positive for a gastrointestinal (gi) bacterium (unknown organism). The pdrn stated the hospital suspects the hernia is somehow the cause of the peritonitis event and the bacteria was translocated from the large colon. The patient¿s pd catheter was removed during the hospitalization, and she was temporarily transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022 and expected to start in-center hd on (B)(6) 2022. The patient will undergo a hernia repair surgery once the peritonitis infection has resolved. There was no information related to the antibiotic therapy prescribed for the patient. The cause of the hernia is unknown.